Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure to treat an iliac aneurysm using penumbra coil 400s (pc400s) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two pc400s into the target location. While advancing the next pc400, the physician experienced resistance and noticed under fluoroscopy that the pc400 had unintentionally detached. Therefore, the detached pc400 and the microcatheter were removed together from the patient. The pc400 was then removed from the microcatheter. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was kinked and fractured, the pull wire was retracted out of the pusher assembly distal tip, and the detached embolization coil was not returned for evaluation. If the device is advanced against resistance, damage such as kinks may occur. Subsequently, if the kinked device is further manipulated, the kink may worsen to a fracture. This likely allowed the pull wire to retract from the pusher assembly distal tip, causing the embolization coil to detach. Based on the reported event, the root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.